Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error and no delivery alarm from the insulin pump. The customer's blood glucose reading was 11.0 mg/dl. The customer stated that his pump alarmed motor error for the last few days. The customer stated that the pump alarmed motor error about 10 times in the last month. The customer stated that the pump alarmed motor error when he delivered a bolus. The customer stated that sometimes the pump alarmed no delivery. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that he was able to complete the rewind process. The customer stated that there was more than one motor position encoder error in the last 30 days. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm or no delivery alarm noted and the motor passed motor test. No e70 alarm in the history file noted. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.